Event description:
Our daughter is (B)(6) and uses the dexcom g5. She has been getting chemical like burns and break out, itchy rashes, infections. She didn't have any issues before (B)(6). We have reported this to the company and seen doctors. Nothing we do has worked or helped. We need a cure for type one diabetes! Dates of use: (B)(6) 2016.